Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Unique identifier (UDI) number not applicable. Last name unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that part of the implant fractured years after placement. Implant was removed. Patient to return for additional appointment.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. The external threads were also damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #30 for approximately 7 years. X-ray or picture was not provided. Device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that part of the implant fractured years after placement. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.